Event description:
It was reported that the patient had the inflatable penile prosthesis removed as device would no longer inflate. A new inflatable penile prosthesis was implanted. There were no patient complications reported.